Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box h. The following correction has been updated in this report. In box h6: patient outcome code grid and conclusion code was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device. The patient alleging cough, dry mouth and fitting mask issue. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.